Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue and balloon rupture could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the non-tortuous left circumflex (lcx) coronary artery. A 4.0 x 12 mm nc trek rx balloon dilatation catheter (bdc) was unpackaged, with the protective sheath removed without difficulty; the balloon was soaked and prepped per the instructions for use without difficulty. The bdc was advanced without resistance to the lesion. When attempting to inflate the balloon, it did not inflate at all and a pinhole was noted in the balloon. The bdc was withdrawn without resistance and blood was noted inside of the balloon. There were no adverse patient effects and no occurrence of a clinically significant delay. Another unspecified balloon was used in completing the procedure. No additional information was provided.